Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that it was difficult to turn the pump on using the wake button. It was not known if blood glucose was impacted. Customer continued to use pump for insulin therapy.